Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (1 gram, once in five days, route and duration not reported) and ceftazidime (1 gram, route, frequency and duration not reported). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.